Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 53 mg/dl and vominting. The cause for the low bg was unknown however customer alleged a possible stomach virus may have caused the low. Customer was not treated in the ER as low bg was resolved upon arrival; customer was released from the ER 4-5 hours later. Upon being released from the ER, the customer's bg level was 295 mg/dl and the customer was "feeling fine/good".